Event description:
It was reported, the patient¿s device system was removed sometime in 2006 or (B)(6) 2007 because it was not working so her physician decided on removal. It was noted the patient currently still had a lot of shaking and tremors.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported all her components were taken out but one was left in. The patient was told it was too dangerous to remove the component but she did not know which one. Per the manufacturer¿s device registry the patient¿s leads were not removed.

Manufacturer narrative:
Product ID 7482 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 3387 lot# v005849, implanted: 2006 (B)(6), product type lead product ID 3387 lot# v005849, implanted: 2006 (B)(6), product type lead product ID 7482 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 7426 lot# serial# (B)(4), implanted: 2006 (B)(6), product type implantable neurostimulator product ID 7438 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).